Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient said after an MRI her pump was not helping. She also reported that she thought the pump was leaking. There were no environmental, external or patient factors which may have led or contributed to the issue. No diagnostics were performed. No interventions were reported. The issue was considered resolved. Surgical intervention was not planned or scheduled. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-feb-07. The patient reported that they were afraid their pump was leaking fentanyl into their body, muscles and joints. The patient reported they felt like a wet noodle and their face was fuzzy. The patient also reported they thought they had two small wires poking out of their back. No troubleshooting had been performed prior to calling patient services. It was reported the patient started to experience the wet noodle feeling and fuzzy face sensation in mid (B)(6) 2018. The patient reported they experienced the two wires poking out of their skin a couple weeks earlier, in (B)(6) 2019. Regarding relevant medical history, it was reported the patient had a cervical magnetic resonance imaging procedure (MRI) which confirmed they had a bulging disc, which was causing a burning sensation in their upper body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient had an MRI on (B)(6) 2019 and the pump was not functioning properly. No further complications were reported.